Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a hartman reconstruction procedure. Reportedly, the staples were missing. The surgeon applied another instrument and resected the incomplete staple line. The hosp has reported the pt's condition is satisfactory.